Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure"), device breakage ("device breakage during removal") and pelvic pain ("pain, including chronic pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criterion medically important), perforation (seriousness criterion intervention required), device breakage (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems"), bladder disorder ("bladder problem"), gastrointestinal disorder ("bowel problem"), urinary tract disorder ("urinary tract disorder"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (essure removal surgery). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. The reporter commented: our clients have undergone or have been recommended to undergo revision surgery to remove the device. We refer to the information detailed in columns I and j of the schedule for each. Awaiting removal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-apr-2024: quality safety evaluation of ptc. 05-apr-2024: health authority reference number added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Perforation of the uterus or other structure [uterine perforation] perforation of the uterus or other structure [perforation of organ] device breakage during removal [device breakage] tip of left essure lies 8.6 mm within myometrium and right 6.9 mm [embedded device] pain, including chronic pain [pelvic pain female] device migration with associated complications including bladder, bowel, and urinary problems [device migration] bladder problem [bladder disorder] bowel problem [other disorders of intestine] urinary tract disorder [urinary tract disorder] abnormal bleeding [genital bleeding] inability to tolerate the device [device intolerance] allergic or hypersensitivity reaction [allergic reaction] device breakage during removal [complication of device removal] dyspareunia [dyspareunia] psychological issues [psychological disorder] minitouch and essure ablation sterilization [medical device monitoring error] headaches [headache] urinary tract infections [recurrent urinary tract infection] haematuria [haematuria] hot sweats [sweating]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure"), device breakage ("device breakage during removal"), embedded device ("tip of left essure lies 8.6 mm within myometrium and right 6.9 mm") and pelvic pain ("pain, including chronic pain") in an adult female patient who had essure inserted (lot no. D29716). Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal") and medical device monitoring error ("minitouch and essure ablation sterilization"). The patient had a medical history of parity 3 (having had three normal deliveries), fibromyalgia and overweight. Previously administered products included: mirena and diane. The patient had a family history of breast cancer. Concurrent conditions were listed as back pain, abdominal pain, dysmenorrhea, sleep disorder, anxiety, cervicalgia, arthralgia, respiratory tract infection, muscle strain, tonsillitis, headache, migraine, pain in hip, uti, back pain, bowel movement irregularity, diarrhea, vaginal discharge, palpitation, abdominal pain lower, sweating, obesity, polycystic ovaries, uti, irritable bowel syndrome, flank pain, haematuria and heavy periods. Concomitant products included amitriptyline (amitriptyline hydrochloride), hyoscine butylbromide (butylscopolamine bromide), mefenamic acid and cerazette (desogestrel). On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criteria medically important and intervention required), perforation (seriousness criterion medically important), device breakage (seriousness criterion medically important), embedded device (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems"), bladder disorder ("bladder problem"), gastrointestinal disorder ("bowel problem"), urinary tract disorder ("urinary tract disorder"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia"), mental disorder ("psychological issues"), headache ("headaches"), urinary tract infection ("urinary tract infections"), haematuria ("haematuria") and hyperhidrosis ("hot sweats"). The patient was treated with nitrofurantoin as well as surgery (essure removal surgery). At the time of the report, the outcomes for uterine perforation, perforation, device breakage, pelvic pain, device dislocation, bladder disorder, gastrointestinal disorder, urinary tract disorder, genital haemorrhage, device intolerance, hypersensitivity, dyspareunia, mental disorder, headache, urinary tract infection, haematuria and hyperhidrosis were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, embedded device, gastrointestinal disorder, genital haemorrhage, haematuria, headache, hyperhidrosis, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder, urinary tract infection and uterine perforation to be related to essure administration. The reporter commented: our clients have undergone or have been recommended to undergo revision surgery to remove the device. We refer to the information detailed in columns I and j of the schedule for each. The claimant was originally considered for removal surgery on (B)(6) 2018; however, she was advised against removal at that stage on medical grounds due to increased bmi. In (B)(6) 2024, the claimant was listed for removal, and she awaits a date to undergo a hysterectomy. Awaiting removal procedure: minitouch and essure ablation sterilization uterus and vagina normal cavity 8 cm minitouch ablation 2 trailing coils from each side. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2017: clinical detail: history of left loin pain on and off for a long time and uti with e. Coli in (B)(6) findings: the cornual segments of. The fallopian tubes have been cannulated with contraceptive essure devices conclusion: normal study. No cause for pain seen. No renal calculi [ultrasound scan] (date unknown): kidneys were ok and there was no stones but she was in pain during uss on her left flank [x-ray] on (B)(6) 2023: normal. Batch no~d29716 production date~2014-10-30 expiration date 2017-10-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 20-sep-2024: medical record received. New events medical device monitoring error , device embedded, headaches, urinary tract infections, hematuria and hot sweats were added. Reporter causality comment updated. Medical history , lab data, concomitant & historical drugs were added. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure"), device breakage ("device breakage during removal") and pelvic pain ("pain, including chronic pain") in an adult female patient who had essure inserted (lot no. D29716). Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criteria medically important and intervention required), perforation (seriousness criterion medically important), device breakage (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems"), bladder disorder ("bladder problem"), gastrointestinal disorder ("bowel problem"), urinary tract disorder ("urinary tract disorder"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (essure removal surgery). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. The reporter commented: our clients have undergone or have been recommended to undergo revision surgery to remove the device. We refer to the information detailed in columns I and j of the schedule for each. Awaiting removal. The most recent follow-up information incorporated above includes data received on: 02-may-2024: essure lot number (d29716) added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure"), device breakage ("device breakage during removal") and pelvic pain ("pain, including chronic pain") in an adult female patient who had essure inserted (lot no. D29716). Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criteria medically important and intervention required), perforation (seriousness criterion medically important), device breakage (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems"), bladder disorder ("bladder problem"), gastrointestinal disorder ("bowel problem"), urinary tract disorder ("urinary tract disorder"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (essure removal surgery). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. The reporter commented: our clients have undergone or have been recommended to undergo revision surgery to remove the device. We refer to the information detailed in columns I and j of the schedule for each. Awaiting removal. Batch no: d29716; production date: 2014-10-30; expiration date 2017-10-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-may-2024: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure") and device breakage ("device breakage during removal") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criterion medically important), perforation (seriousness criterion intervention required), device breakage (seriousness criterion medically important), pelvic pain ("pain, including chronic pain"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems"), bladder disorder ("bladder problem"), gastrointestinal disorder ("bowel problem"), urinary tract disorder ("urinary tract disorder"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (essure removal surgery). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. The reporter commented: our clients have undergone or have been recommended to undergo revision surgery to remove the device. We refer to the information detailed in columns I and j of the schedule for each. Awaiting removal. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.